Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, the internal manifold assembly was suspected as the cause of the issue. As part of the investigation, the device log file was reviewed. The log data indicated that the system test was not performed prior to initiating therapy. According to the instructions for use (IFU, section 4-15), the system test is performed to ensure that the noxboxi system is functioning correctly before connecting to a patient. Completion of the system test may have identified the issue prior to initiation of therapy. The internal manifold assembly was replaced, and the device subsequently met all manufacturer specifications for nitric oxide delivery accuracy, gas monitoring performance, alarm functionality, and overall device operation. Based on the results of the device evaluation and the information available, the investigation concluded that the root cause of the reported event was a malfunctioning manifold. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.

Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, fluctuations in the monitored no concentration were observed. According to the hospital report, troubleshooting was performed; however, the fluctuations did not resolve. The device was subsequently removed from the patient and exchanged for another unit, after which the dosing issues were resolved. No harm to the patient or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: vdr; 18/13, 1:1, rate 600.